Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, occlusion alarms occurred during bolus delivery. Reportedly, the customer attempted to deliver a bolus of 20 units, which had been suspended by the alarm. Additionally, the customer calculated the remainder of the bolus, and attempted to deliver another bolus, resulting in another occlusion alarm. At the time of the reported event, the customer's blood glucose level was 127 mg/dl. Recommendation was made to consult with health care provider regarding the amount of insulin delivered to prevent an adverse event. The customer declined to perform troubleshooting with tandem technical support to determine a cause of the occlusions. Reportedly, the supplies on the pump had been changed.